Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinic that the patient was in for their routine visit and there back up controller "display zeroed out." Clinic exchanged patient's backup controller. It was stated that there were no effects or consequence to patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
This would not be likely to cause or contribute to death or serious injury. The controller will continue to power the pump. The real time clock has a different power source from the pump parameters display and alarms. This will result in user annoyance with no affect the function of the vad. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device behaved as expected; the device passed visual examination but failed functional testing due to a depleted internal battery (bt2). The condition observed is a normal reaction to a lack of use, where the unit is not connected to a power source for an extended period of time, leading to the internal battery's depletion. No failure detected; the controller was able to retain the correct date and time during bench testing once the internal battery was allowed to charge. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.